Manufacturer narrative:
Device evaluation: 1xecho-19 device of lot number c1697147 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. From the information provided, "yes, there was a kink. The position was identified at the patient end. " document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1697147 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1697147. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to hard lesion, possibly causing the distal end of the needle to kink which led to advancement difficulties. From the information provided, "yes, there was a kink. The position was identified at the patient end. " however, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a supplemental report as the investigation was completed on (B)(6) 2020 and results and conclusions are outlined in section h of this report. They checked that mass location was body of pancreas before the procedure. They advanced echo-19 to mass in through the scope. However, the needle didn't advance out of the needle sheath. Consequently, the needle removed out of the scope. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
They checked that mass location was body of pancreas before the procedure. They advanced echo-19 to mass in through the scope. However, the needle didn't advance out of the needle sheath. Consequently, the needle removed out of the scope. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No.